Event description:
The facility returned a 13.5 diopter cq2015a collamer aspheric three piece lens stuck in the injector system to the MFR. Additional info has been requested, but none has been forthcoming. If additional info is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4): evaluation results: visual inspection of the returned product found the lens stuck in the injector system. The tip of the injector system was damaged. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B) (4).